Event description:
It was reported that the patient presented in emergency department. Upon interrogation, it was reported that the pacemaker exhibited intermittent capture. The pacemaker explanted and replaced. The patient was in stable condition before, during and after the procedure.

Manufacturer narrative:
Correction: the correct event date should have been (B)(6) 2024, rather than (B)(6) 2024. The correct event description should have been "it was reported that the patient presented in emergency department. Upon interrogation, it was reported that the pacemaker exhibited intermittent capture. The pacemaker explanted and replaced. The patient was in stable condition before, during and after the procedure.", rather than "it was reported that the pacemaker exhibited intermittent capture. The pacemaker explanted and replaced." The correct therapy date should have been (B)(6) 2024, rather than (B)(6) 2024.

Manufacturer narrative:
The device was received with normal output and telemetry communication. Analysis performed including output verification, capture tests, header evaluation and longevity assessment were normal with no anomalies found.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the pacemaker exhibited intermittent capture. The pacemaker explanted and replaced.